Event description:
It was reported that this device exhibited a premature battery depletion (pbd) behavior. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and identified potential high impedance within the battery. Continued monitoring was recommended during a safe replacement interval that was calculated. The device will remain implanted, and the patient will be monitored at this time no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.